Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that 2 screws were broken. Patient underwent a revision to replace the broken screws. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual confirmed the part is broken at the neck of the bonescrew. Fracture surface severely damaged, which renders the parts unsuitable for further evaluation.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.